Event description:
During shoulder arthroscopy, fluid was spraying across the room out of the incision when the scope and cannula were removed from the joint. Unit was set at large cannula, 5.8 cannula and 4mm scope were being used. Inflow only tubing; inflow through first cannula and gravity outflow from second port. Suction to shaver when in use. Pressure was set at 60mmhg to start and then was lowered to 40mmhg. Original default flow rate was also reduced. Spraying condition did not change. Use of the dyonics 25 was discontinued. Surgery was completed with an intelijet. When the drapes were removed, staff and surgeon observed the patient's shoulder was "blown up." As much fluid as possible was drained from the joint. Patient suffered no post-op effects. This surgeon has successfully used the dyonics 25 in the past 2 weeks.